Event description:
It was reported that patient the experienced inadequate stimulation. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively.